Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose (bg value not provided) and was in a coma. Tandem technical support (cts) reviewed the pump data and found that on (B)(6) 2018, basal rate was from 0.5 to 15.0 units/hr by the user. Cts informed customer's nurse of the basal rate change. Although multiple requests were made by cts to obtain additional information, customer did not reply.